Event description:
Device 1 of 4. Reference MFR. Report #: 1627487-2013-23165, 23167, 23168. The pt reported she experienced burning sensations at both ipg sites. It is unk if the issue occurred while charging. Both of the pt's scs systems were explanted. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.